Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a "cassette not attached" error. There was no patient involvement.

Manufacturer narrative:
D9: product received date 24-sep-2024. H3: one device was returned for repair. Review of event history found several instances of cassette not attached properly alarm. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Complaint of cassette not attached error was confirmed through power on test and event history review. The latch lock flex was replaced to resolve this issue.